Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer replaced the reagent, performed calibration and ran quality controls. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and replaced the reaction cuvettes, dirty probes and broken head on the vacuum pump. The cse performed a cell blank, ran coefficient of variation check and quality controls. The cause of the discordant, falsely low crea_2 results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine (crea_2) results were obtained (B)(6) 2016 on multiple patient samples on an advia 1200 instrument. Only the discordant results obtained on (B)(6) 2016 were reported to the physician(s). The samples originally tested on (B)(6) 2016, were repeated on an alternate advia chemistry instrument, resulting higher than the initial results and matching the clinical picture of the patients. The samples tested on (B)(6) 2016, were repeated on an alternate platform, resulting higher than the initial results. The corrected results obtained on the alternate advia chemistry instrument and on the alternate platform were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low crea_2 results.